Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. The patient was provided a life vest until surgical intervention could be performed. During the revision procedure, the electrode was determined to have a good connection in the header, therefore only the device was explanted and replaced. After replacement, the shock impedance measurements were at an acceptable level within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. The patient was provided a life vest until surgical intervention could be performed. During the revision procedure, the electrode was determined to have a good connection in the header, therefore only the device was explanted and replaced. After replacement, the shock impedance measurements were at an acceptable level within normal limits. No additional adverse patient effects were reported.